Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient; however, this was an adverse event with no allegation of device malfunction. Per the instructions for use (IFU), cardiovascular injury, such as perforation or damage of vessels, ventricle, myocardium or valvular structures, are known potential complications associated with the transfemoral transcatheter aortic valve replacement (tavr). According to the thv training manual, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. While the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was significant difficulties crossing the native annulus due to the bulky calcification. In addition, in the presence of significant valve oversizing, it was reported that the bulky calcium punctured through the aortic root post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards clinical specialist (cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, a root rupture was noted after deployment of a 26mm valve in a 22mm annulus (22 by tee, 22x27 on CT). Additional information indicated that bulky calcification was present on the right coronary cusp (rcc) and the non-coronary cusp (ncc). Balloon aortic valvuloplasty (bav) was performed with a 20x6 z-med balloon under rapid ventricular pacing (rvp). The delivery system was inserted and easily advanced around the aortic arch, but would not cross the native annulus. The delivery system was at max flexion, but was still favoring the outside of the aortic arch. The crimped thv was continually getting caught on the bulky calcification on the rcc. A second wire was placed in the left ventricle (lv) and a buddy balloon advanced across the annulus. While slightly inflating the buddy balloon, attempts were made to deflect the delivery system away from the rcc. This was unsuccessful and the buddy balloon was removed, second wire remained in the lv. The nose cone of the delivery system was able to cross the native annulus and the decision was made to exchange the amplatz extra stiff wire with an amplatz super stiff wire to align the delivery system coaxial within the native annulus. Exchange of the wire through the delivery system was successful, however, the amplatz super stiff wire failed to align the delivery system coaxially with the native annulus. At this time a second buddy balloon was inserted, it did not cross the native annulus but instead was inflated in the ascending aorta which successfully deflected the delivery system off the rcc and the crimped thv crossed the valve. The valve was aligned 60/40 and deployed under rvp 60/40. Post-deployment the systolic blood pressure immediately dropped to 50mmhg. Aortic root angiogram was performed which showed the valve in good position. A pericardial effusion was noted and a pericardiocentesis was performed revealing large amounts of bright red blood. The patient's systolic blood pressure remained 50mmhg. ECMO cannulus were inserted via the femoral artery and the patient was put on fem/fem bypass. A decision was made to do a sternotomy and visualize the annulus and aorta. Upon visualization of the aortic root it was noted that the annular calcium punctured through the aorta causing a hole in the aortic root. The patient was transferred to the cvor for an aortic root repair and a right coronary bypass was performed. Patient left cvor in stable condition.